Event description:
A patient reported that a mobi-c implant migrated post-operatively and is causing pain. The device was placed at level c5/6 and was a single level construct. The patient expects to have a revision surgery to remove the device.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A patient reported that a mobi-c implant migrated post-operatively and is causing pain. The device was placed at level c5/6 and was a single level construct. A revision surgery was performed to remove the device.

Manufacturer narrative:
H6 additional investigation type code: 4111. Corrections in b5, d4: UDI number, d9, g1, and h3. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Inspection: the articulating surface of the polyethylene insert showed iatrogenic damage and multidirectional scratches consistent with minimal wear. Both endplates had evidence of iatrogenic damage that most likely occurred during the removal process. The x-rays do not show any evidence of plate or pe insert migration. There is remaining bone posteriorly on both the superior and inferior vertebral endplates. This suggests that the discectomy may not have been completed correctly. It is possible that the superior osteophytes were not completely removed and the depth size of the implant may be too short. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie/highridge¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. There is remaining bone posteriorly on both the superior and inferior vertebral endplates. This suggests that the discectomy may not have been completed correctly, which could have contributed to this issue. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.